Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had no delivery alarm and blank display. The blood glucose at the time of the incident was 203 mg/dl. The customer states the pump is shutting down and alarming no delivery. The customer sates insulin does exit, but it alarms no delivery during selecting main menu and fill tubing. The customer was advised the no delivery might be due to a bent cannula or site occlusion. The device will be returned for analysis.